Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shock. Upon review, inappropriate anti-tachycardia pacing (atp) was delivered for supraventricular tachycardia (svt). Afterwards, a shock was delivered and converted the rhythm. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported. Additional information received reported that this single chamber ICD system was explanted and upgraded to a dual chamber ICD system with a right atrial (ra) lead. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that electrogram (egm) review was requested for this implantable cardioverter defibrillator (ICD) system due to reported shock. Upon review, inappropriate anti-tachycardia pacing (atp) was delivered for supraventricular tachycardia (svt). Afterwards, a shock was delivered and converted the rhythm. Technical services (ts) discussed troubleshooting options and programming considerations. This ICD remains in service. No additional adverse patient effects were reported.